Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: one unused sample and two photos of the affected device were returned for evaluation. A visual inspection of the unused device (before and after activation) revealed no abnormalities. A manual activation and tether pull force test was performed with acceptable criteria. The heat stake post was observed microscopically and no damage was visualized. Measurements of the heat stake post and cannula were taken and the measured data was within specification. A photo inspection of the affected device showed the customer's reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6299166. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: although the customer's returned photos showed the reported defect, an absolute root cause for this incident cannot be determined. Remedial action required: CAPA (B)(4) has been opened to investigate the potential causes of needle stick injury with this device.

Event description:
It was reported that a needle stick injury occurred with a 18 g x 32mm bd venflon¿ pro safety peripheral safety IV catheter post patient use due to the safety shield not covering the needle. There was no report of medical intervention.

Manufacturer narrative:
Correction: the device manufacture date was reported in error as 10/25/2017. This is being corrected on this supplemental report to reflect the date as 10/25/2016. Device manufacture date: 10/25/2016.